Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the login failure was due to memory storage full. A field service reseated contacted technical support specialist and deploy a patch to clear off unused data out of the hard drive to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system unexpectedly stopped responding, preventing user from login and removing the required medication. The customer stated that nurses were able to remove the medication from different devices. There were no adverse events or injuries reported based on this event.